Event description:
Pt received one 3rd degree burn approx 1cm in diameter during an electrotherapy treatment. The pt was being treated for lower back pain. The clinician prescribed the interferential waveform (ifc) for the symptom. The exact settings of the ifc treatment could not be specified by the clinician. The clinician did indicate an output setting of less than 45ma. The electrodes used for the treatment were self adhesive and 2.5x4 in size. The clinician did report that the electrodes had been used by the pt in previous treatments, estimated to be less than 10 uses. The treatment time was for 20 minutes. The pt had received electrotherapy treatment prior to this incident with no adverse effects or reactions. The pt did not require immediate or post medical treatment as a result of the incident. The pt is reported to make a full recovery from the incident. The clinician also noted that the incident occurred after the installation of the field correction software. Unopened package of accessories. No pads were sent with the unit for eval, leads were good. No root cause can be determined if the customer complaint is not reproduced. After running the same treatment as described, no problem was detected. Root cause is user misuse.

Manufacturer narrative:
Ipf, stimulator, muscle, powered, gzi, stimulator, neuromuscular, external functional, hcc, device, biofeedback. Img, stimulator, ultrasound and muscle, for use in applying therapeutic deep heat.